Event description:
As reported via legal documentation, this patient underwent right total knee replacement on (B)(6) 2008 using the exactech unicompartment system, then experienced complications, including but not limited to severe pain and component loosening. Due to the aforementioned complications, the patient was advised to have the right knee revised as a result of the component failure. Upon information and belief, the patient's complications were due to premature polyethylene wear. Ebi search - no results.

Manufacturer narrative:
The product associated with the reported event is within the scope of recall however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.